Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Product was provided for evaluation. An external visual inspection was performed and passed. The probable cause could not be determined as the integrity of the sensor has been compromised and the environment in which the system failed cannot be replicated. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.